Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was confirmed. The root cause was a supply bag disconnecting and falling. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue has been escalated to CAPA.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell. Gts explained the alarm indicated air had entered the setup and reviewed proper procedures. Gts assisted the home patient (hp) to clear the alarm by cycling power on the hc. The hp stated the bag disconnected from the tubing. Product surveillance (ps) spoke with the hp, who said she was sure it was her fault the bag became disconnected. The hp said she did not twist the luer connector together properly. The hp said she is more careful and double checks the connections. The hp could not recall if she notified her nurse. Ps recommended contacting the nurse when an air is detected in the setup. The hp said her therapy had continued without complications since the incident. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.